Manufacturer narrative:
The patient's pump stop that was originally reported in this event will be reported in manufacturer report number 2916596-2021-01971. Manufacturer's investigation conclusion: low speed events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events could not be determined through this evaluation. The two submitted log files contained overlapping data spanning from (B)(6) 2021 20:29:52 through (B)(6) 2021 11:15:2. On (B)(6) 2021 at 10:56:37-42, three low speed advisories were captured with speed dropping to as low as 4450 rpms. Prior to and after these events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the low speed events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s) the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18feb2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing several low speed events but there was not enough information in the log file to determine a cause for the events. Technical services also noted that based on the log file it appeared the patient was sleeping on battery power. Additional log files were submitted. Technical services observed in the log file that the patient let the batteries run down and then the emergency backup battery completely drained as well. The controller reset to default settings with the date of 1/1/2001. The pump was on no external power for approximately 1 hour and 50 minutes. The pump did come to a stop at that time. The patient was then connected to the power module and since then there were low flow alarms and pulsatility index (pi) readings below 2.0.